Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the disposable trap thread was used to ligate the root of the appendix, and the disposable trap thread knot fell off. Another product was use to complete the case. There was no patient injury.